Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A supplemental report will be submitted when subsequent information is provided.

Event description:
It was reported during use that the cardiosave intra-aortic balloon pump (iabp) pressure was not accurate. There was no patient injury or adverse event reported.

Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to the customer's site. The stm evaluated the cardiosave iabp and determined the fiber optic connector was broken and therefore fiber optic balloon could not be inserted into connector. The stm replaced the fiber optic connector and tested to verify works. The stm performed all calibration, functional and safety tests on iabp, which passed. The iabp was returned to customer and cleared for clinical use.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) pressure was not accurate. There was no patient involvement; thus no adverse event was reported.